Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for leakage and barrel damaged/cracked on lot # 7262933. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7262933. All inspections were performed per the applicable operations qc specifications. There were fourteen (14) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for damaged barrel. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that barrel is cracked which cause medication to leak with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no: 328411, batch no: 7262933. It was reported that the medication was leaking from the side of the syringe through a possible crack in the barrel. Verbatim states, "consumer reported that the syringe is leaking from the side of the barrel, he said he believes that the barrel is cracked. Does not re-use, found this morning, same lot and box., lot # 7262933, product # 328411."